Event description:
It was reported that the patient developed an infection within the scrotum at the incision site while implanted with an inflatable penile prosthesis (ipp). The physician believed that the infection was not caused by the device rather the patient's uncontrolled diabetes. The patient underwent a surgical procedure to have the ipp device explanted, treated with antibiotics, and a new tactra malleable penile prosthesis implanted. No patient complication were reported.